Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator had high tidal volume issues. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator had high tidal volume issues. Our field service engineer was not able to duplicate the issue. Several hours of simulated use test ventilation with a test lung passed without any issues. Pre-use checks passed. The ventilator passed all functional and safety tests per factory specifications and was returned to customer for clinical use. No further issues have been reported. The evaluation of received device logs shows several occurrences of ventilator related clinical alarms on the date of event. Generated alarms may indicate leakage in the patient circuit. The true cause of these events cannot be determined due to lack of information but there was no indication of a technical ventilator malfunction.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).